Manufacturer narrative:
As of today, the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient implanted with this device expired on (B)(6), 2010, approximately one month after being implanted with this device. The patient advocate, a non-healthcare personnel, reported unspecified potential post-operative complications eventually led to the death of this patient. There is no allegation against the device. Additional information was requested, however, no further information was available.